Event description:
The facility is reporting that the patient had an rc repair in 2007. Approximately 3 days later, they presented with wound site infection. The patient has had 3 re-surgeries to clean and flush out the infection, and, antibiotic regiment; however, the infection persist (staff epi(?)). The complaint reporter states that everything used in the original surgery except for the mitek soft tissue fixation devices, have beer removed from the patient, at this time the mitek devices are the only common denominator. This issue is still ongoing, and the caller stated that they would follow up with more detail and keep mitek abreast as events present themselves.

Manufacturer narrative:
So far all of the information supplied by the complaint reporter is reflected in the description of event. We are awaiting further information and detail towards trying to understand what could have precipitated this reported event. A follow up with our findings is forth coming.